Event description:
Acquired hemolytic anemia: likely secondary to lvad due to dehydration and subsequent increase in sheer stress, patient was hydrated; however, suffered from acute renal failure due to pigment nephropathy.